Event description:
As reported by the user facility: occurred during pump implementation. Situation witnessed by product educator. Difficulty getting blood to flow through tubing. Reports code was stopped per family request as it was second code on pt. Pt did expire. There was an issue with tubing earlier today. Approx 1420, I responded to a code blue in ccu. Upon entering the room, (B)(6) asked me to retrieve more pumps because the space station had fallen over while attached to one of their poles. Someone brought more pumps and a space station. Blood was brought to the room and the nurse started to spike the blood, but I had to remind him that he needed to prime with saline, first. The nurse did prime correctly by inverting the filter and priming all the way to the end of the tubing. He then connected the tubing to the PICC line while another nurse spiked the blood and attached a pressure bag. The blood only moved slowly through the tubing. Another bag of blood was brought into the room and nurse primed the tubing and closed the y-site off at the saline then spiked the blood. She attached the line to the PICC and a pressure bag to the blood and opened the roller clamp, but the blood would not flow at all. I asked if the PICC line was patent and the nurse by the bedside flushed it with a 10cc syringe. (B)(6) then attached one blood filled line into the other and tried to free flow and it still would not flow. (B)(6) then placed both blood tubing into a pump and tried to run it at a rate of 1200 ml/hr and it kept alarming "pressure alarm". The other nurse then grabbed a new set of tubing and squeezed the bag of blood through the blood tubing without priming with saline. The blood was flowing very slow. After the code, (B)(6) stated that there is something wrong with our blood tubing because this same thing happened last night. (B)(6) also asked if I would tell my manager that they needed new pole because the weight of the space station was too heavy for the poles they currently use. Blood tubing has been discarded totally. Nurse states there was a miscommunication. Further info was received regarding this occurrence from the facility product educator: after the code, (B)(6) and I went with (B)(6) back to the ccu and looked at the blood tubing that had been used. Of the 3 lines, (B)(6) opened 2 and they both flowed freely to gravity. Someone came in to tell us the family was on the way in, so we left. I asked everyone at the nurses' station to please leave everything alone in the room pertaining to that space station/pumps/tubing so that we could come back and collect it (the nurse for that room was at lunch). Then I talked to (B)(6), told her about the blood tubing (I said there were some issues with it not flowing very well). I told her about the pump falling because it was on a small pole. I also asked her to please stress to the staff how important it is for them to call us when/if there is ever an issue so that we may address it at that time. She assured me that she would and left for ccu. She called about 30 minutes later to say the blood tubing had been thrown out. Also she said she stressed for them to call with any issues, or if they were going to hang blood. At about 6pm, (B)(6) answered a page for a blood infusion in room 445 in ccu. Both said the infusion was started and running without difficulty.

Manufacturer narrative:
The actual device in the reported incident was not returned for evaluation. Without the actual sample a thorough investigation could not be performed. Based on the reported event, it is not clear at this time if there was an association between the device and the pt outcome. As reported, after the code the blood tubing used during the event was further evaluated and found to flow freely under gravity indicating that the tubing flow was likely not restricted or occluded. The investigation into this reported event is ongoing. Flowing the receipt of additional info and/or completion of the investigation a follow up report will be filed.